Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt¿s left eye on (B)(6) 2007. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer length of lens. The pt¿s last visit was on (B)(6) 2012 ucva was 20/20.

Manufacturer narrative:
(B)(4).